Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (6000 mcg/ml at 2001 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient complained of a sore pump site and a pus pocket had developed over the pump. It was determined by the doctor that the pump was irritating the patient's rib and needed to be moved. The pocket was tested for infection and the patient was placed on antibiotics. The pump pocket was moved laterally to the patient's right buttock. The affected area was removed and sent for analysis. A potential cause of the issue was noted to be the pump's placement. The issue was considered resolved. The patient's status at the time of the report was alive - with injury, with the injury specified to be the pump pocket infection. No further complications were reported.